Event description:
Customer reported that an 840 graphical user interface (gui) display was blank. Device was not being used on a pt when event occurred. Eval and repair of device have not been completed.

Manufacturer narrative:
(B)(4).